Event description:
During patient transport from another hospital, the iabp shut off. Upon arrival at the reporitng facility, the patient was switched to a different pump unit without any complications.